Event description:
It was reported that the subject device had no image capturing. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No new information received from customer.

Manufacturer narrative:
The customer contacted olympus technical assistance support via phone instructed to the costumer to press the switch info key on the keyboard, confirmed that this was set to release 1 for switch 4. Olympus technical assistance advised to the costumer that this is usually the correct switch and setting for this function. The customer informed olympus technical assistance of the event. The device will not be returned to olympus for evaluation. This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h6, h11 the device was not returned to olympus for inspection and the reported failure was confirmed. In addition, the no image were identified during the device evaluation. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of no image could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.